Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was less insulin was being administered than what was actually being used. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.